Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) to treat a malignant stricture from chronic pancreatitis performed on (B)(6) 2020. According to the complainant, during the procedure the stent was able to be deployed without issue but it was noted that the stent was not fully expanded. The stent was removed with graspers, and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 3270 is used to capture the reportable event of stent failure to expand. Block h10: the returned wallflex biliary stent was analyzed, and a visual evaluation noted that the delivery system was not returned and the stent was returned in good condition. A dimensional evaluation confirmed that the outer diameter (od) of the stent was measured within specification. No other issues with the device were noted. The reported event of stent failure to expand was not confirmed because the stent was returned in good condition and the delivery system was not returned so a functional test could not be performed. Therefore, a review and analysis of all available information indicated that the most probable root cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) to treat a malignant stricture from chronic pancreatitis performed on (B)(6) 2020. According to the complainant, during the procedure the stent was able to be deployed without issue but it was noted that the stent was not fully expanded. The stent was removed with graspers, and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.